Event description:
Related manufacturer report number: 3006705815-2024-01107. It was reported that the patient had high impedances on both implanted leads, and they were unable to get an MRI. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both patient's leads were explanted and replaced to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined